Event description:
It was reported that after auto titration of the patient's vns settings on (B)(6) 2026, the patient began to experience an increase in seizures. Per the physician, the increase in seizures were a transient increase for one week. The patient's seizures have since returned to baseline and no intervention was taken. No other relevant information has been received to date.